Manufacturer narrative:
The device was returned with a titanium adapter and a minicap. The evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The titanium adapter and mini cap received with the complaint sample was used during leak testing. Integrity of seal surface testing was performed for functional verification of patient adapter with no issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the connection between a transfer set and titanium adapter. There was patient involvement. At first the clinician thought the leak happened on the connection point between transfer set and titanium adapter, then, a catheter kink was found. The transfer set had been used for two months. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.